Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the needle remained exposed and loose. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: venous puncture was performed with an intimate device batch 2146218, after the puncture was completed, when activating the safety device, the needle did not fit, leaving it loose.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of safety shield activation failure (catheter) was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system the needle remained exposed and loose. There was no report of patient impact. The following information was provided by the initial reporter. Translated from portuguese to english: venous puncture was performed with an intimate device batch 2146218, after the puncture was completed. When activating the safety device, the needle did not fit, leaving it loose.